Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. Initially, the patient experienced a cassette leak prior to the start of pd therapy but completed therapy with a new cycler set. Per the pdrn the cause of the peritonitis is touch contamination. It is unknown if this occurred during the setup with the new set or during a separate treatment. It is unknown if the patient practices good aseptic technique when handling pd supplies during setup. Based on the available information it is not known when the touch contamination occurred resulting in the peritonitis diagnosis. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support. The pdrn reported that the patient experienced a fluid leak during prime. The patient was setting up the cycler and at the priming noticed the leak. The patient removed the cassette and the cycler had fluid inside. The patient dried the fluid and cleaned with bleach prior to setting up with a new set, however, they kept the same bags. The patient experienced peritonitis and used manuals to complete therapy. The pdrn requested a replacement cycler due to the leak. Additional information was obtained through follow up with the pdrn. The patient was diagnosed with peritonitis (signs/symptoms unknown). A pd effluent culture was (B)(6) for (B)(6) negative species and the white blood cell (wbc) count was 30,880 (unknown units). The patient was treated/prescribed vancomycin and ciprofloxacin (route, dose, strength, frequency and duration unknown). The patient was not hospitalized but continues to recover while they complete pd therapy on the liberty select cycler.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.